Event description:
It was reported that removal of the device, following uneventful use, revealed separation of the guide wire tip. Initial attempts with add'l guide wire to retrieve the separated portion were unsuccessful. The guide wire tip was successfully retrieved with a snare device. No pt injury was reported.